Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information. B2: date of death is estimated as 30-days after the earliest possible treatment date. B3: date of event and d6a: implant date estimated using earliest possible date: patients in this study were treated with therasphere between january 2007 and january 2024. Alzein, m., gordon, a., & hussain, m. (2025) yttrium-90 radioembolization for androgen-independent prostate cancer metastasis to the liver. Academic radiology, 33(3), 1005-1011. Https://doi.org/10.1016/j.acra.2025.11.025. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the therasphere device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported via literature article that a death occurred. The patient with the elevated lung shunt fraction (lsf) (19.8%) died within 30-days following the therasphere procedure. The patient was readmitted for progressive weakness and developed worsening respiratory distress due to right lower lung collapse. This patient also had ctcae grade 3: fatigue. Due to the advancement of his disease, the patient and his family pursued comfort care.

Event description:
It was reported via literature article that a death occurred. The patient with the elevated lung shunt fraction (lsf) (19.8%) died within 30-days following the therasphere procedure. The patient was readmitted for progressive weakness and developed worsening respiratory distress due to right lower lung collapse. This patient also had ctcae grade 3: fatigue. Due to the advancement of his disease, the patient and his family pursued comfort care.

Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information. B2: date of death is estimated as 30-days after the earliest possible treatment date. B3: date of event and d6a: implant date estimated using earliest possible date: patients in this study were treated with therasphere between january 2007 and january 2024. Alzein, m., gordon, a., & hussain, m. (2025) yttrium-90 radioembolization for androgen-independent prostate cancer metastasis to the liver. Academic radiology, 33(3), 1005-1011. Https://doi.org/10.1016/j.acra.2025.11.025.